Event description:
It was reported that a 512sd was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the trocar would not arm, since the safety shield reset button would not set properly. There was no consequences to the patient.